Manufacturer narrative:
The device was not returned to galil for evaluation. The investigator initially reported the event as unrelated to study device and/or procedure. Upon further review of the associated events (localized edema and pleural effusion) and source documentation by the medical monitor, there was disagreement on the possibility of relatedness of this event to the study device and/or procedure. On (B)(6) 2018 the event was reported as an sae due to inpatient hospitalization. The serious adverse event for abdominal pain, grade 3, with associated symptom of hypertension was reported on (B)(6) 2018 and considered unknown whether it was related to study procedure or device. There were no device malfunctions reported by the site.

Event description:
The subject was diagnosed with primary lung cancer with metastasis to the bone. The subject was enrolled in the (B)(6) trial in (B)(6) 2017 and underwent a cryoablation procedure on (B)(6) 2017 to treat the pain caused by a metastatic rib lesion with nerve involvement. On (B)(6) 2017, the subject presented to interventional radiology for a planned port procedure. The subject reported pain, 10/10 right flank and abdominal pain, which had gradually worsened since cryo procedure. After administration of morphine 2 mg IV, with no pain relief the subject was sent to the emergency department for further evaluation and treatment, and subsequently admitted to the hospital for pain management. The subject was given pain medication, and on (B)(6) 2017, the subject's pain had decreased and port placement was completed prior to chemotherapy. On (B)(6) 2017, the subject was asymptomatic and the subject was discharged resolving the event on (B)(6) 2017.